Event description:
As reported by the user facility: spinal needle broke off in pt's spinal process. Add'l info provided by the facility indicated the fragmented piece of needle has been located on x-ray and remains in the pt's spinal process. The spinal was given for a c-section. The pt was discharged with no adverse sequela associated with the incident. It was reported that pt is waiting 6-8 weeks post partum to have the fragmented piece removed. The facility continues to follow-up with the pt. The lot number remains unk. The sample will be returned for evaluation.

Manufacturer narrative:
The actual device in the incident has not yet been received for evaluation and a lot number was not reported. Incidents of this nature are generally due to the cannula encountering some type of trauma (bone contact), which stressed the part beyond its intended design capabilities. Without the sample and a lot number, a thorough evaluation could not be performed. No specific conclusions can be drawn. All available info has been forwarded to the actual MFR for evaluation. If the actual device in the incident is made available to the MFR to be evaluated as indicated, a follow-up report will be filed.